Event description:
Pt was receiving cvvh in the operating room a liver/kidney transplant procedure. Within three minutes of initiating the therapy the pt¿s blood pressure decreased to 80/36, pt was flushed and red; then blood pressure dropped further to 60/30. Cvvh was ended and blood was rinsed back. Benadryl 50mg ivp, vasopressor 2mg IV, and epinephrine were administered. Surgery was canceled. No other medical intervention was reported.

Manufacturer narrative:
Clinical staff attributed event to an allergic reaction. The user¿s guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. The cartridge was not returned for eval precluding further investigation. Nxstage medical considers this report closed.